Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance spikes (>2500 ohms) and shock impedance (>200 ohms). Noisy signals were also noted. Boston scientific technical services were contacted and recommended in-clinic maneuvers to exclude rv lead impairment. The patient was subsequently seen in-clinic and isometrics were performed; the noise and out of range impedance was reproducible with patient movement. The physician alleged the rv lead conductor had fractured. It was stated the patient requested a device explant procedure, at which time this lead will likely be capped. At this time, the rv lead remains implanted and in service and no adverse patient consequences were reported.